Event description:
As reported by the edwards field clinical specialist, during the transapical tavr procedure the 23mm sapien transcatheter heart valve was deployed in a too aortic (90:10) position causing temporary coronary flow obstruction, and valve embolization into the aorta. The embolized valve was retrieved from the patient, however the patient was not a suitable candidate for surgical aortic valve replacement. Additional information received from the clinical specialist indicates the cause of the death was coronary ischemia with aortic valve stenosis; an autopsy was not performed. Per report, the pre-procedure echo revealed ef 65%, small ventricular cavity with thickened septum and septal bulge. The physicians decided not to perform a balloon valvuloplasty (bav) secondary to the patient's small ventricle and high bypass conversion potential. Upon initial valve inflation the valve started to move aortic, the physician attempted to reposition the valve more ventricular, but the valve continued to move more aortic. The valve seated high above the annulus; echo confirmation of paravalvular leak was unable to be performed because of severe hypotension. The physician did a root shot to assess the coronaries and there appeared to be no coronary flow. The patient was converted to bypass and cardiopulmonary resuscitation (CPR) was initiated. The thought was that the valve skirt was closing coronary flow and a decision by the surgeon and ic was made to perform a sternotomy to either evacuate the implanted valve or place bypass grafts. The valve was still seated at this point. During internal compressions by the physician, at some point, the valve became dislodged and was tumbling in the ascending aorta. Pre procedure testing revealed ascending aorta dilatation and the team was aware of this finding. The patient started to recover some at this point; the lv function was improving, st elevation was reducing, blood pressure was stabilizing and the heart rate was returning. It was assumed that by the valve becoming dislodged this allowed for a return of coronary flow. By this time the wire and sheath were removed from the apex, it was not possible to ascertain the direction of the valve and therefore it did not appear to be safe to attempt to wire and retrieve the valve into the thoracic or descending aorta. The decision was made to use a 40 cc coda balloon and perform a mock aortic clamp (the patient was not a candidate for cross clamping due to severe calcium) once the balloon was inflated an arteriotomy of the ascending aorta was performed and the valve was crushed and retrieved using hemostats. The surgical team decided not to replace the aortic valve surgically due to severe aortic calcification. The patient was closed and kept on bypass until entering the ICU. Additional information received indicated the patient expired sometime that evening. The case physician indicated the root cause of this event was a small ventricular cavity combined with a septal bulge that did not allow for adequate space for the balloon to inflate, causing the balloon to squirt forward with inflation. The films reviewed ascertained that the pusher and sheath were far enough away from the balloon and did not interfere with inflation. Pacing capture was maintained and systolic blood pressure was 50mmhg for the inflation. Coaxial alignment of the delivery system and the image intensifier angle were described as good.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and training guide, complications associated with the use of the bioprosthesis and the transcatheter aortic valve replacement (tavr) procedure, include, but are not limited to, device malposition and embolization. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. A too high (aortic) implantation can result in an impingement of the coronary ostia or embolization of the prosthesis into the ascending aorta. In this case, a combination of patient (small ventricle, moderate to severe native valve and aortic root calcification; severe ventricular septal hypertrophy) and procedural factors appear to have contributed to this event. Per physician's report, the physicians decided against a pre-bav secondary to the small ventricular cavity combined with a septal bulge, which did not allow for adequate space for the balloon to inflate causing the balloon to squirt forward with inflation. These factors led to malposition of the device (too aortic), temporary coronary flow obstruction, and embolization of the valve into the aorta. There was no indication this event was caused by dysfunction of the sapien valve or its delivery system. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Cine images were submitted to edwards for review; echo was not provided. The imaging provided was reviewed by edwards's medical personnel. Observations/impression: observations: mild aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mac; poor coaxial alignment with a significant angle on the delivery system on exiting the sheath. Poor image intensifier angle (iia) as middle cusp not in plane; 80:20 aortic positioning with deployed valve 3-4 mm aortic to the virtual plane of the annulus. Next cine image demonstrates the valve embolized into the aorta. Impressions: minimal leaflet calcification, presumed septal bulge (tee not available for review), poor iia and coaxial alignment along with aortic positioning (80:20 aortic) predisposed to aortic malposition with subsequent embolization. There were no images available for review demonstrating any coronary occlusion. Imaging review results indicate additional contributing factors to the reported events included poor image intensifier angle and poor coaxial alignment of the delivery system.